Event description:
According to the information received, the patient experienced double vision and dysarthria, accompanied by a fluctuating state of consciousness. CT scan demonstrated a provisional diagnosis of brainstem ischemia and ruled out any hemorrhaging lesions. The patient's ability to concentrate continued to decrease. Additional anticoagulation therapy was initiated since the patient's inr was not optimal and cardiac embolism was suspected. Tee showed "normal" functioning mitral valve. In 1998, MRI revealed small ischemic lesions that were old in appearance. Neurologic evaluation pointed to a full recovery. On the following month, the patient was transferred for further management.